Event description:
It was reported there was a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and is waiting for the customer to approve and schedule evaluation and repair of the system.